Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned and evaluated. A visual inspection was performed. Functional tests were performed with no abnormality observed. A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown system error on the homechoice device during the priming phase of peritoneal dialysis therapy. It is unknown if the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.